Manufacturer narrative:
Corrected manufacture's investigation conclusion: this type of event has been previously investigated. Stroke is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted for subarachnoid hemorrhage (sah) and major bleeding. On (B)(6) 2019 it was reported that the patient had bleeding that lasted 2-3 weeks, had reported a right sided headache which has been intermittent until the last 2 days patient denies any fall or trauma, medication compliant. CT indicates bilateral small volume subarachnoid hemorrhage predominantly along the right greater than left frontal convexities. Coumadin held, monitoring in ICU CT for any changes in mental status or focal neurological changes. Log files were provided on (B)(6) 2019 and review noted that the pump values and parameters were within normal limits and no unusual events were observed. The device was functioning as expected. On (B)(6) 2019 additional information was received. It was reported that patient has no improvement in symptoms no new neuro deficits to date and patient was still admitted. Multiple head CT's with no acute neuro symptoms reported. However, patient had re-bleed after restarting anticoagulation. Plan to repeat head CT on (B)(6) 2019. There were no reported symptoms recently. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information is available. The manufacturer is closing the file on this event.